Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked case at the display window corner, a cracked lcd window, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack in the insulin pump case. The pump was not bumped or dropped. Customer's blood glucose was 126 mg/dl. The crack was seen transversely across the display and a large tear on the battery compartment. The drive support cap did not appear to be damaged. Customer did not press the cap while they were connected. Customer stated that the pump was dropped on the staircase. Customer will be sent a replacement pump. Customer was verbally asked and in written form to return the pump for analysis.